Event description:
Nurse tried to remove patient 10f foley catheter. Four cc of water aspirated from balloon, and catheter pulled out until about one inch remained in penis, resistance met. Patient's urinary meatus noted to be red and taunt, and patient was crying. Charge nurse called to do assessment, continued to meet resistance when catheter pulled. Lidocaine jelly applied per trauma nurse practitioner's order. The doctor doing rounds was called and pulled catheter out. Patient screamed in pain and penis noted to be edematous and red at meatus. When assessing catheter, it was noticed that the balloon was completely deflated, however a "ridge" was formed over the catheter tubing from the deflated balloon causing resistance. Patient put on peridium x 24 hours and will follow up with an urinalysis.